Manufacturer narrative:
The internal investigation has determined that product labeling will need to be updated to reflect the correct designation of lanes 27 and 39 as negative for dpb1 88:01. Add'l investigation activities are ongoing and will be reported in the f/u report.

Event description:
During an internal investigation of a customer complaint (pr# (B)(4)) it was determined that several lots of dpb1 ssp unitray kit with taq polymerase (cat # 451616d) were affected. An incorrect reactivity assignment of dpb1 88:01 as positive in lanes 27 and 39 would result in a no type.